Manufacturer narrative:
Findings: unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and detached end cap. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 312 mg/dl. The customer stated that the bottom came off near rubber medtronic label. The customer stated that possibly the device was dropped recently on the rug. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.